Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not detected on bus and pyxis bus not seated well. A field service engineer (fse) replaced external pyxis bus cable and rebooted but unable to verify functionality in hardware test application and found ethernet cable at the wall was not connected well and user already placed the ticket with their local information technology (it) team. Later fse launched application and found remote manager not failed. Customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was not detected on the bus and required immediate attention. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.